Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes europe reports an event in (B)(6) as follows: it was reported that there was a screw breakage and rod slippage. It also was reported that the primary surgery: implant date was (B)(6) 2014, revision surgery: explant date was (B)(6) 2015. Reason of revision: patient's visit again was because of pain. Dr. Removed left side screw, and inserted the other company¿s screw it was c1-2 deformity surgery. Broken implant discarded after revision surgery. No patient information available, patient condition unknown. . This report is 2 of 2 for com-(B)(4).

Manufacturer narrative:
Date of postoperative event is unknown. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6)-2015: this part represents the rod that slipped on the left side.